Manufacturer narrative:
A ge service rep performed an eval over the telephone. The malfunction was verified. The monoblock, charge circuit board, pre charger circuit board, and the generator interface circuit board have been placed on order and will be replaced. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 8800 displayed "precharge voltage error". There was no adverse pt involvement reported. There was no pt info reported.